Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced a loss of effective stimulation. X-rays were taken and indicated the leads migrated. Surgical intervention was undertaken and the leads were explanted and replaced.